Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced brief cgm sensor issues. On (B)(6) 2026, he began vomiting, and by (B)(6) his symptoms worsened, with more frequent sensor issues. He was unable to determine when the glucose reading issues began prior to the onset of vomiting. The cgm was displayed between 74 to 76 mg/dl. During this time, he attempted to drink apple juice without improvement. He did not perform any fingerstick blood glucose (bg fs) comparisons during the sensor issues; however, he completed a urine ketone test, which had traces of ketones but he did not report it was high. Concerned, his wife transported him to the emergency room (ER). Upon arrival at the ER, an bg fs measured 300 mg/dl. Blood work revealed a urinary tract infection (uti). Blood ketones were present but not within the diabetic ketoacidosis (dka) range and were considered clinically insignificant by the treating physician. The patient received IV fluids, IV antibiotics for the uti, and IV magnesium. The cgm kept showing brief sensor issue, so he didn't notice the cgm readings. He was monitored and later discharged after six hours in stable condition, reporting weakness due to lack of sleep. He stated that the sensor eventually failed that evening. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.